Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that prior to use on a patient, dirt was found adhered to several spots of the tracheal tube upon opening the package. There was no patient involvement.

Manufacturer narrative:
One sample of the neonatal tracheostomy tube was received with a neck strap for analysis. The reported issue was confirmed. A visual inspection was performed and it was observed the cannula of the flange-connector presented orange discoloration. Manufacturing controls are in place to detect foreign material and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.